Event description:
It was reported that a homechoice device experienced unspecified errors during use. Patient involvement was not reported. No additional information is available.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.